Manufacturer narrative:
The product was not returned and no lot number was provided. Therefore, an evaluation could not be performed by the supplier (zest dental). Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections were updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative h3 other text : device discarded.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Device discarded.

Event description:
It was reported that the locator abutment (loa002) fractured. Tooth location 11.